Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned to mmdg, no investigation could be completed. Based on the information provided in the complaint it is unclear if the pump failed to deliver or not. This report will be updated if any further information is received.

Event description:
The initial reporter stated that the pump stopped infusing. They stated that the pump "was okay" throughout the infusion, but that at the end it stopped and she had to "keep priming to get the remaining infusion in". Mmdg was not able to follow up with the initial reporter to obtain additional information because no contact information was included in the medwatch report that was received by mmdg. [(B)(4)].